Manufacturer narrative:
(B)(4)

Event description:
It was reported "the urolift patient had alarge pelvic hematoma". The customer was unable to provide any additional information and reported the patient's current condition as "unknown".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the urolift patient had alarge pelvic hematoma". The customer was unable to provide any additional informaiton and reported the patient's current condition as "unknown".